Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as additional information from the customer and olympus field service representative. An olympus field service representative (fse) inspected the customers equipment and it was found that there was a failure in the emergency halogen lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the emergency light flashed due to a failure in the emergency light. However, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
No piece of equipment fell into the patient.

Event description:
The customer reported to olympus, the visera pro xenon light source emergency light was flashing for the halogen lamp to be replaced. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.